Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient underwent a heart transplant on (B)(6) 2022. It was reported that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The patient expired on (B)(6) 2022 due to brain death/cerebral vascular accident, confirmed via computed tomography scan. It was reported that (B)(6) would not be returned for evaluation. It was reported that the device operated as expected during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away due to brain death, cerebrovascular accident (cva) status post heart transplant. There was test done to confirm the brain death. The device operated as expected and the pump would not be returned for evaluation. The patient was not elevated on the transplant list secondary to a device or therapy related issue, and they passed away after the device was explanted. Reason for transplant was not provided. Computerized tomography scan was done to identify stroke on (B)(6) 2022, and the transplant date was on (B)(6) 2022. The patient was called in from home for transplant event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.